Event description:
Boston scientific crm received information that during the implant of this implantable cardioverter defibrillator (ICD), difficulty was experienced with radio frequency (rf) telemetry. It was observed that telemetry was lost during threshold testing for the pacemaker dependent patient. The patient was asystolic for a short period as a result. It was not known for sure whether asystole had exceeded 2 seconds at any time.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.